Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a software update was not successful on a programmer subsequently the programmer incurred an error while interrogating a patient's device. The software update needs to be reloaded. There were no patient complications reported as a result of this event.